Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Crm-sal-2023-001 patient implanted on (B)(6) 2022. At the 2 month follow up performed on (B)(6) 2022, the battery impedance 0.25kohms with a predicted longevity of 9 years. Reportedly, patient died because of colon cancer in (B)(6) 2022.